Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of a void in the solvent used to attach the lower housing of the qb-inlet port. The solvent has uv identifier so when a black light is used the solvent will glow/illuminate. Pressure integrity testing was performed at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the gap in the housing bond. The reason for the return was confirmed. Correction h6 (patient codes (ime/annex e): this code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mc3 vital flow ECMO (extra corporeal membrane oxygenation) oxygenator exhibited a leak from the inlet component during use. Blood was observed leaking under the inlet, and dried prime along with evidence of a slow leak was noted on the hcu, suggesting ongoing leakage. The product had been primed previously, and the leak was not initially detected. During a change out, the product slowly leaked blood. An unplanned blood transfusion was not required. The same leak did not appear in multiple packs. Use of the device was continued to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction d2: product code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.